Manufacturer narrative:
This ipg serial number is included in field advisories. Recall numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4).

Event description:
It was reported the patient's ipg was explanted and replaced on (B)(6) 2016 due to it being inoperable. The issue was resolved.